Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the coronary artery. A 3.25mm x 10mm wolverine coronary cutting balloon was selected for use. During the procedure, the shaft broke. There were no complications and patient fully recovered.

Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the coronary artery. A 3.25mm x 10mm wolverine coronary cutting balloon was selected for use. During the procedure, the shaft broke. There were no complications and patient fully recovered.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: a device history review (DHR) for this device could not be completed as there was no batch number provided. A ship history could not be completed as no device universal part number was provided. A similar complaint review could not be performed as no batch number was provided. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.